Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03727. It was reported that when the patient was seen post implant, lv lead dislodgement was confirmed by x-rays. Device checks showed diaphragmatic stimulation with inadequate capture. During the lv lead revision procedure, a thin material on the rv lead that had separated from the outer insulation was observed. A layer of silicone was applied over to repair this area. All electrical measurements for the rv lead remained stable. The lv lead was repositioned. The patient was asymptomatic and discharged.

Manufacturer narrative:
Corrected information: event date should have been (B)(6) 2019 rather than (B)(6) 2019.patient weight should have been (B)(6) rather than (B)(6).